Manufacturer narrative:
This device was used off label as it was stated to have been used for 24 hours. All edwards femoral cannulae are indicated for less than or equal to six hours of use. Lot number is unknown, unable to review manufacturing records. At this time since the device is unable to be returned a root cause cannot be determined. Therefore there will be no pra or CAPA will be opened. Trends will continue to be monitored through the edwards quality system.

Event description:
It was reported by the cc sales team that the, thin-flex dual stage venous cannula, (B)(4) was used in ECMO for 24 hours. The alarms alerted the perfusion team and there was 3 holes at the wirewound section. They were unwilling and unable to comment further on patient condition or further device use. The device is being retained by the hospital legal department.